Event description:
During an atrial fibrillation ablation procedure a sideport detachment occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis sheath was returned for evaluation. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.